Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a hi-torque (ht) balance middleweight (bmw) universal 190cm guide wire was pulled out of its dispenser hoop packaging without difficulty when it was discovered that the proximal end of the guide wire was separated (in two pieces) at the most proximal marker. The device was not used in the patient and this issue did not cause or contribute to any delay. There was no damage noted to the packaging or dispenser hoop. Another same type of bmw was unpackaged and used successfully in completing the planned procedure. No additional information was provided.